Manufacturer narrative:
(B)(4). Date sent: 07/07/2021. D4: batch # u5fd6u. H6: component code = mechanical (g04). Additional information received: crn shared that she received a report saying that contour misfire did not cause ostomy in patient. Not considered a critical incident by site. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. In addition, the returned reload was noted to have 3 stuck staples in the washer, the retainer pin coupler was noted to be damaged. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The event reported was confirmed and it is related an improper use of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument and more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/10/2021. The device was sent for additional evaluation. Upon arrival in the pi lab, the off-center indentation in washer and staples embedded in washer indicate misalignment between anvil/washer and cartridge body. Two scenarios are possible: 1. This can occur if the anvil/washer are not properly installed/engaged on the head of the instrument ¿possible if staple retainer removed prior to installing reload into device. 2. This can also occur if the reload is installed properly but push rod is not advanced before clamping and lateral force is applied to the side of reload (cartridge body or retaining pin) during clamping as depicted. Scenario 2 is most probable for this pi device. Evidence suggests reload was properly installed before clamping (push rod connected to coupler) making it more likely that the retainer was still attached to the reload before installation (scenario 1 unlikely). Additionally, no damage was observed on the washer indicating it was likely seated correctly when the device was clamped.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "misfired"? Did the device cut? No. If the device cut/fired, was the cut line complete? Did the device staple? Uncertain. If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Yes. Did the device fire? Apparently not. Did the device open? Did not answer. Initial communication said device would not release was the device difficult to close on the tissue? Waiting to hear from surgeon. Information to date provided by crn. Was the device difficult to fire? See above. Was the device difficult to open? See above. Would not release. If yes, please provide more details how device was removed? Used a ta30blue to staple below and used a scalpel to cut stapler off. On which firing did this occur? New device, first firing. Did the tissue retaining pin lock into the correct position? Unknown. Could you please clarify if there were any patient consequences? Patient stable. Information provided described as : they used a ta30 blue to staple below it ian¿s used a scalpel to cut the stapler off¿. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Surgeon completed procedure by doing a hartman¿s. Not sure if due to stapler or patient anatomy. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. When was the staple retaining cap removed? Unknown. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Unknown. Was the device difficult to close? Unknown. Was the device closed and repositioned multiple times prior to firing? Unknown. Was the device difficult to fire? Unknown. Was the distal transection completed in one or multiple firings? According to the crn, transection occurred with one firing of a txstapler, just below the contour and cut with scalpel. Can more information be provided about staple form? Unknown. Upon visual inspection of device by rep before sending in for analysis, the white drivers were visible in the green cartridge (still loaded in device) indicating the device had fired. What is the current status of the patient? Stable as far as nurse knows. Patient required hartman's but nurse uncertain if it was due to stapler issues or patient tissues. The surgeon was unable to use a circular stapler as intended - they were unable to insert the circular stapler sizers. Difficult case. No further information available at this time. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the contour stapler was described as to have misfired and would not release in a difficult low anterior resection. More information pending. The surgery was delayed by an unknown amount of time.